Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The balloon was attempted to be inflated with a qbid. There was water observed exiting the balloon from a split in the distal half of the balloon. The balloon would not inflate or hold pressure. No part of the device was missing. The distal tip was inspected. There were some minor scratches in the catheter new the distal end. There were no manufacturing defects in the distal tip. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use advise the user to maintain negative pressure for balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all quantum ttc biliary balloon dilators are subjected to visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirement prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrences is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a cook quantum ttc biliary balloon dilator was used. There was problem with the tip of the device. Additional information was requested but no further information could be provided regarding this occurrence. Our evaluation of the returned device confirmed a split in the balloon material. This occurrence was reported to cook on (B)(4) 213. The product lot number information provided indicated the device expiration date is on 08/12/2012. The date of the event was requested but could not be provided by the reporter. Out attempts to collect the additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.